Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the sponge inside the biopsy cap detached and slipped down into the working channel making devices difficult to pass. The detached sponge was discovered inside the working channel during scope cleaning and the sponge was removed from the scope with a brush. A water soluble lubricant was applied on the biopsy cap prior to use. The procedure was completed with the original rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the sponge inside the biopsy cap detached and slipped down into the working channel making devices difficult to pass. The detached sponge was discovered inside the working channel during scope cleaning and the sponge was removed from the scope with a brush. A water soluble lubricant was applied on the biopsy cap prior to use. The procedure was completed with the original rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: one unit was returned for analysis; however, only the sponge (foam) from a biopsy cap was returned for analysis. The sponge was detached from the biopsy cap, confirming the reported complaint. The sponge was checked under magnification and the slits seem to be properly made on both sides. No other issue was noted. Based on all available information and the condition of the returned device, the observed issue is due to inadequate process controls at the supplier of the biopsy cap sponge component. The IFU mentions "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. Based on the information available and the analysis performed to the returned device, the investigation conclusion code for this complaint will be documented as cause traced to component failure. There is an investigation in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.